Event description:
Pt was awakened from her sleep because she was cold, and discovered she was saturated with her own blood due to a y-extension set that had come apart. Pt required a transfusion for the loss of blood.